Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected hal software error detected or the main arm cannot communicate with the motor arm alarms occurred during testing however, the formatted history file confirmed pump error alarms are due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected pump error 54 and 3. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.